Manufacturer narrative:
(B)(4). Batch # p91176. The device b was returned with the I-blade lower tip on the wrong side of the jaw; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the handle kept becoming stuck when in use. The surgeon would close the handle, apply the energy button and then when he tried to close the handle he could not. To remedy this, the sales rep asked him to apply less pressure on the handle and then ease it back; then to wrap his index finger around the energy button to help release his grip. Neither of these things worked. When he took the device out of tissue and into the open it worked with no problem. He tried to take less tissue in the jaws but this did not help. The sales rep watched him very carefully and could see the surgeon was doing everything suggested. They replaced the device with a second one and the same thing happened. In the end, they had to give up. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.